Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization. Customer stated that he is hospitalized due to non-diabetes related issue. The blood glucose level is 471 mg/dl. The insulin is alarming no delivery. Intermittent issues with the up/down buttons. Customer treated with manual injection. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to perform the no delivery or occlusion tests due to the button/keypad anomaly. A cracked display window, cracked reservoir tube lip and scratched lcd window noted.